Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 02-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menstrual cycles became increasingly haemorrhagic') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: had no endometriosis or ovarian cysts in the past. Previously administered products included for an unreported indication: copper iud. Past adverse reactions to the above products included device intolerance with copper iud. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2018, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), menstruation irregular ("menstrual cycles were irregular month after month"), dysmenorrhoea ("menstrual cycles became increasingly painful"), dyspareunia ("pain during intercourse"), loss of libido ("loss of libido"), psoriasis ("onset of psoriasis"), pruritus ("+++ itching"), eczema ("eczema on my right foot and inner thigh"), musculoskeletal pain ("joint and muscle pain"), neck pain ("very uncomfortable pain in the back of my neck that worsens from one month to the next"), fatigue ("severe fatigue as soon as I wake up, making my days exhausting"), affective disorder ("++mood disorders"), disturbance in attention ("concentration disturbances"), depression ("an impression of depression"), crying ("crying"), anxiety ("anxiety"), depressed mood ("low morale"), sleep disorder ("sleep disturbance appeared almost every night"), initial insomnia ("trouble falling asleep"), middle insomnia ("frequent awakening") and malaise ("malaise"). On an unknown date, the patient experienced endometriosis ("endometriosis"), ovarian cyst ("6cm left ovarian cyst") and allergy to metals ("metal allergy test positive for chromium and cobalt"). The patient was treated with surgery (essure removal via subtotal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, endometriosis, ovarian cyst, menstruation irregular, dysmenorrhoea, dyspareunia, loss of libido, allergy to metals, psoriasis, pruritus, eczema, musculoskeletal pain, neck pain, affective disorder, disturbance in attention, depression, crying, anxiety, depressed mood, sleep disorder, initial insomnia and middle insomnia outcome was unknown and the fatigue and malaise had not resolved. The reporter considered affective disorder, allergy to metals, anxiety, crying, depressed mood, depression, disturbance in attention, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, heavy menstrual bleeding, initial insomnia, loss of libido, malaise, menstruation irregular, middle insomnia, musculoskeletal pain, neck pain, ovarian cyst, pruritus, psoriasis and sleep disorder to be related to essure. The reporter commented: since the end of 2018 complaints started. Currently, malaise and loss of confidence have been an ordeal for the past three years. And I¿m angry too. No diagnosis of my condition could be made, despite several examinations and visits, except that I was getting old, that perhaps I was pre-menopausal...no allergy test was performed before the break, despite my intrauterine device intolerance (copper). My family didn t recognize me anymore. I had to react and after searching online, I realised that I was not alone in this case and I decided to undergo a metal allergy test which was positive for chromium and cobalt. I saw an obstetric surgeon who performed an ultrasound and endometriosis and a left ovarian cyst were found, the latter measuring 6 cm. I had never had this kind of problem before. We thus decided together with my surgeon and after reflection, to remove the inserts via subtotal hysterectomy and bilateral salpingectomy. I should never have resorted to this kind of procedure, which is anything but harmless. I was sold a dream by being told that the essure method avoided tube removal under anaesthesia, but in the end, part of my femininity was taken from me diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: metal allergy test: positive for chromium and cobalt. Ultrasound scan - on an unknown date: endometriosis and a 6cm left ovarian cyst. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of heavy menstrual bleeding ('menstrual cycles became increasingly haemorrhagic') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: had no endometriosis or ovarian cysts in the past. Previously administered products included for an unreported indication: copper iud. Past adverse reactions to the above products included device intolerance with copper iud. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced heavy menstrual bleeding (seriousness criterion medically significant), menstruation irregular ("menstrual cycles were irreular month after month"), dysmenorrhoea ("menstrual cycles became increasingly painful"), dyspareunia ("pain during intercourse"), loss of libido ("loss of libido"), psoriasis ("onset of psoriasis"), pruritus ("+++ itching"), eczema ("eczema on my right foot and inner thigh"), musculoskeletal pain ("joint and muscle pain"), neck pain ("very uncomfortable pain in the back of my neck that worsens from one month to the next"), fatigue ("severe fatigue as soon as I wake up, making my days exhausting"), affective disorder ("++mood disorders"), disturbance in attention ("concentration disturbances"), depression ("an impression of depression"), crying ("crying"), anxiety ("anxiety"), depressed mood ("low morale"), sleep disorder ("sleep disturbance appeared almost every night"), initial insomnia ("trouble falling asleep"), middle insomnia ("frequent awakening") and malaise ("malaise"). On an unknown date, the patient experienced endometriosis ("endometriosis"), ovarian cyst ("6cm left ovarian cyst") and allergy to metals ("metal allergy test positive for chromium and cobalt"). The patient was treated with surgery (essure removal via subtotal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, endometriosis, ovarian cyst, menstruation irregular, dysmenorrhoea, dyspareunia, loss of libido, allergy to metals, psoriasis, pruritus, eczema, musculoskeletal pain, neck pain, affective disorder, disturbance in attention, depression, crying, anxiety, depressed mood, sleep disorder, initial insomnia and middle insomnia outcome was unknown and the fatigue and malaise had not resolved. The reporter considered affective disorder, allergy to metals, anxiety, crying, depressed mood, depression, disturbance in attention, dysmenorrhoea, dyspareunia, eczema, endometriosis, fatigue, heavy menstrual bleeding, initial insomnia, loss of libido, malaise, menstruation irregular, middle insomnia, musculoskeletal pain, neck pain, ovarian cyst, pruritus, psoriasis and sleep disorder to be related to essure. The reporter commented: since the end of 2018 complaints started. Currently, malaise and loss of confidence have been an ordeal for the past three years. And I¿m angry too. No diagnosis of my condition could be made, despite several examinations and visits, except that I was getting old, that perhaps I was pre-menopausal...no allergy test was performed before the break, despite my intrauterine device intolerance (copper). My family didn¿t recognize me anymore. I had to react and after searching online, I realised that I was not alone in this case and I decided to undergo a metal allergy test which was positive for chromium and cobalt. I saw an obstetric surgeon who performed an ultrasound and endometriosis and a left ovarian cyst were found, the latter measuring 6 cm. I had never had this kind of problem before. We thus decided together with my surgeon and after reflection, to remove the inserts via subtotal hysterectomy and bilateral salpingectomy. I should never have resorted to this kind of procedure, which is anything but harmless. I was sold a dream by being told that the essure method avoided tube removal under anaesthesia, but in the end, part of my femininity was taken from me. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: metal allergy test: positive for chromium and cobalt. Ultrasound scan - on an unknown date: endometriosis and a 6cm left ovarian cyst. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.